Event description:
Additional information was received from a manufacturer representative (rep) reporting that the rep had reached out to the physician shortly after the replacement/extension exploration procedure to notify him of the finding. The physician did not state if they were planning any further surgical intervention at this time due to the patient receiving optimal therapy. To the rep's knowledge, the impedance issue still persists. The only determination for the cause of the impedance issues is that the issue may be from the lead and not the extension or ins. It is unknown how it originally occurred.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, lot# serial# (B)(4), implanted: (B)(6) 2017, product type extension. Product ID 3389s-40 lot# (B)(4)serial#, implanted: (B)(6) 2017, product type lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 28-jul-2021, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 06-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had out of range impedances to the right implant system. Battery depletion was faster on the effected side than the non-effected side (left side). Patient reported optimal therapy to both sides. No environmental factors were noted to have caused the issue. This was noticed during a normal battery replacement and the right side showed out of range impedances pre-operatively. They replaced the battery and ran impedances with no change in the values. The surgeon opened at the extension/lead connection and tested the lead with an alligator clip. Results showed a short between 0-1 electrode on the lead. No extension revision was done. All system components were reconnected. The issue was not yet resolved. The replaced stimulator was discarded. No patient symptoms reported.